Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected during routine follow-up in clinic. Upon review of the session records, the battery depletion was determined to be normal and that there was a discrepancy in longevity estimates due to battery voltage outliers being used in the estimation. The device was explant and replaced. No action beyond that was taken. No further information is available.